Event description:
As reported, the patient had an initial left tkr on (B)(6) 2016. The patient presented on (B)(6)2018 with chronic swelling and pain. An arthroscopic biopsy and debridement were performed and flued and moderate fibrinous exudate was found in the joint. Minor hyperplasia and brown coloring of synovium, microbiology negative for infection. No acute inflammation. Histology suggestive of adverse tissue reaction with non-specific chronic synovitis. No allodynia or neurogenic type pain. Lateral collateral ligament deep friction massage with inpatient physio rehabilitation. Patient underwent eua, aspiration biopsy and inject of left knee on (B)(6) 2020. The case report form indicates this event is possibly related to devices and procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-01-0235 - logic femoral ps cem left sz 3.5, 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, 200-02-38 - three peg patella 38mm, 999 - femoral stem.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The patient has multiple joint maladies. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.